Event description:
During a cardiopulmonary bypass procedure, a blood leak was experienced with a stockert aortic arch cannula. When the cannula was inserted into the patient's aorta, a small amount of blood was reported to have leaked out through a hole in the luer cap. There was no patient injury or significant blood loss that resulted from this incident.